Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer (person): postal code: (B)(6). H3: device evaluated by mfg: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the delivery system of a zenith flex with spiral-z technology aaa endovascular graft iliac leg was difficult to advance during a fenestrated endovascular aortic repair (fevar) procedure on a male patient. The zsle limb was able to be advanced over the lunderquist wire; however, it was very difficult to track. The graft was able to be implanted, and the procedure was completed without issue. The wire was inspected after the case and was found to be free of damage. The user noted that the patient's vessels were calcified, but difficult advancement of the device was identified as soon as it was mounted on the wire. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation cook was notified that the delivery system of a zenith flex with spiral-z technology aaa endovascular graft iliac leg was difficult to advance during a fenestrated endovascular aortic repair (fevar) procedure on a male patient. The zsle limb was able to be advanced over the lunderquist wire; however, it was very difficult to track. The graft was able to be implanted, and the procedure was completed without issue. The wire was inspected after the case and was found to be free of damage. The user noted that the patient's vessels were calcified, but difficult advancement of the device was identified as soon as it was mounted on the wire. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, functional test, and verification of the returned device, were conducted during the investigation. A used device coiled up in a bag was returned for investigation. The device was slightly bowed near the cannula hub. No other damage was noted to the device. A .035¿ sample wire guide was able to be advanced through the distal tip extending through the entire length of the delivery system. However, it was noted resistance was met immediately and the resistance was felt the entire time the sample wire guide was being advanced. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots did not reveal any related non-conformances. A complaint history search did not identify any other events for a related failure mode. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 1.2 delivery system the zenith spiral-z aaa iliac leg is shipped pre-loaded onto a 14 french (5.3 mm od) or 16 french (6.0 mm od) z-trak introduction system. The delivery system is designed for ease of use with minimal preparation. All systems are compatible with a .035 inch wire guide. For added hemostasis, the captor hemostatic valve can be loosened or tightened for the introduction and/or removal of ancillary devices into and out of the sheath. In addition, the delivery system features a flexor introducer sheath which resists kinking and is hydraulically coated. Both features are intended to enhance trackability in the iliac arteries and abdominal aorta. 4.5 implant procedure ¿ do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. ¿ maintain wire guide position during delivery system insertion. 10.4 materials recommended the following products are recommended for implantation of any component in the zenith product line. For information on the use of these products, refer to the individual product¿s suggested instructions for use. ¿ .035 inch (0.89mm) extra stiff wire guide, 260cm; ¿ cook lunerquist extra stiff wire guides (les) ¿ 0.35 inch (0.89mm) standard wire guide; ¿ cook .035 inch wire guides ¿ cook nimble wire guides 9 how supplied ¿ the product is sterile if the package is unopened and undamaged. Inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook 10.2 inspection prior to use inspect the device and packaging to verify that no damage has occurred as a result of shipping. Do not use this device if damage has occurred or if the sterilization barrier has been damaged or broken. If damage has occurred, do not use the product and return to cook. Prior to use, verify correct devices (quantity and size) have been supplied for the patient by matching the device to the order prescribed by the physician for that particular patient. Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive root cause for this event could not be established. A 0.035 wire guide was able to be advanced the length of the delivery system. However, there was resistance. The device was returned to cook coiled up a bag causing the delivery system to have a ¿horseshoe¿ appearance and possibly causing resistance in advancement. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.